Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. However, interaction testing with the ICD and barostim system was performed at the barostim implant, indicating that it was unlikely that the barostim system prevented the ICD from delivering an appropriate shock. Subsequent interaction testing with a different model AED also failed to sense the barostim therapy being delivered. It was unable to be determined if the initial AED delivered an inappropriate shock or if the barostim system impacted the shock the AED delivered. H6: health effect - impact code: 4650 - suggested code "inappropriate shock". The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. Interaction testing between the barostim system and the existing ICD was performed during the implant and there were no interactions observed. On (B)(6) 2024, the patient was unresponsive. The cause of the unresponsiveness was unknown but may have been related to their pain medication or a ventricular tachycardia or fibrillation episode. However, the ICD record did not record any arrhythmia, and the ICD did not deliver a shock. An automated external defibrillator (AED) was used to shock the patient. Per the opinion of the physician the root cause of the ICD not shocking the patient could have been that ventricular fibrillation fell below the ICD detection level. It was unknown if the AED delivered an inappropriate shock due to barostim interaction. The patient was seen on (B)(6) 2024 for a regular follow-up and the provider did a test with the AED that was a different model to the AED used to shock the patient. The AED did not detect barostim noise or any heart rhythm. The opinion of the physician was that the inability to detect heart rhythm was likely due to barostim but was not completely sure.